Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was returned. The reported difficult to remove could not be replicated in a testing environment as it was based on operational circumstances. The investigation was unable to determine a conclusive cause for the reported issue. Based on visual analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling

Event description:
It was reported that during a procedure to treat a lesion in the mid left anterior descending artery with mild tortuosity and mild calcification, pre-dilatation was performed. A 3.5x15 mm vision stent system was advanced and the stent was deployed, 1 inflation at 16 atmospheres. Post stent deployment, the balloon was stuck inside of the implanted stent. Negative was held to deflate the balloon for 15-30 seconds. Extra effort had to be made to remove the balloon with the stent system from the patient anatomy. The balloon was fully deflated upon removal and the stent was confirmed via angiography to be apposed to the vessel wall. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.